Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and the setscrew mark on the connector pin was too proximal. The distal lv(low voltage) electrode of the lead was covered in body tissue/fibrotic growth. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance of the right ventricular pacing lead was beyond the expected upper range. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead had high pacing impedance. The rv lead was explanted and replaced. No patient complications have been reported as a result of this event.